Manufacturer narrative:
Isi field service engineer (fse) was dispatched to the facility and reseated all left wheel connections and ran the diagnostic test engineering. Calibration issue was resolved. Fse was able to power cycle and test the cart drive without errors over 15 times. No parts were replaced. The complaint is being reported due to a da vinci system malfunction rending the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if the reported malfunctioned were to recur it could cause or it could cause or contribute to an adverse event.

Event description:
It was reported that prior to the start of a da vinci-assisted ventral hernia repair procedure, the system generated repeated error 23094 while attempting to dock to the patient. The customer attempted to recover the fault but the fault would return instantly. The customer tried to disable the node but the boom function was disabled and the customer could not manipulate the boom. The intuitive surgical, inc. (Isi) technical support engineer (tse) walked the customer through two hard power cycles of the patient side cart (psc). The psc would power up normally but when the customer attempted to move the psc, the error returned. At that time, the surgeon made the decision to convert an complete the procedure using traditional laparoscopic techniques. There was no report of patient harm, adverse outcome or injury. Isi contacted the initial reporter and obtained the following additional information: it was stated that the error occurred after anesthesia had been administered and ports had placed on the patient.